Manufacturer narrative:
This report is being supplemented to provide additional information provided by the customer. The event occurred during preparation for use and the patient was not under anesthesia at the time. The procedure type was therapeutic.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. It has been over 3 years since the subject device was manufactured. Based on the results of the investigation, the specific root cause of no image could not be determined at this time. It is likely that the foreign material in the air/water channel remained due to insufficient reprocessing. However, a definitive root cause of the insufficient reprocessing could not be determined at this time. The following information is stated in the instructions for use (IFU) which may have prevented the event: "all channels of the endoscope, including the elevator wire channel and balloon channel, must be cleaned and high-level disinfected or sterilized during every reprocessing cycle, even if the channels were not used during the previous patient procedure. Otherwise, insufficient cleaning and disinfection or sterilization of the endoscope may pose an infection control risk to the patient and/or operators performing the next procedure with the endoscope." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation was confirmed; the ultrasonic image was abnormal and more than two sound lined were broken continuously, and sound line 18-29 were broken continuously. There was a recall action that also required an ID board replacement. It was found that there was no air supply, where the air supply did not restore after nozzle was removed and full perfusion was carried out (nor could the foreign material be identified, as it was not flushed out from the air water channel during full perfusion). The switch button one was leaking, it was found that all switched were out of function, and the protector was broken. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that there was a no image issue while using the evis lucera ultrasound gastrovideoscope. The issue was found at preparation for use, and the procedure was completed with a similar device. There was no patient harm associated with the event.